Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity c calcium (ca) and sodium (na) on the alinity c processing module for one patient. The following results were provided (reference ranges: sodium 136 to 145 mmol/l; calcium 2.10 to 2.55 mmol/l): sid (B)(6); initial na= 168.6 mmol/l; repeat na= 137.7 mmol/l; initial ca= 3.97 mmol/l; repeat ca= 2.33 mmol/l. The following instrument errors were reported: error 3062 - residual liquid in cuvette; and sample probe aspiration error. There was no impact to patient management reported.

Manufacturer narrative:
The field service engineer (fse) performed troubleshooting and discovered the nozzle, c4, #2, #4, #6 and #7 (rohs) of the cuvette washers was clogged and the wash cup for r1 & r2 reagent probes were leaking due to a crack. The fse cleaned the nozzle, c4, #1, #4, #5 (rohs) and replaced the wash cups, r1 & r2 reagent probes, which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional issues of falsely elevated potassium and calcium for (B)(6). A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the nozzle, c4, #1, #4, #5 or the wash cup, r1 & r2 reagent probes, did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6), the nozzle (B)(6) #1, #4, #5 (rohs) or the wash cup for r1 & r2 reagent probes was identified.

Event description:
The customer observed falsely elevated alinity c calcium (ca) and sodium (na) on the alinity c processing module for one patient. The following results were provided (reference ranges: sodium 136 to 145 mmol/l; calcium 2.10 to 2.55 mmol/l): sid 24b50578845; initial na= 168.6 mmol/l; repeat na= 137.7 mmol/l; initial ca= 3.97 mmol/l; repeat ca= 2.33 mmol/l the following instrument errors were reported: error 3062 - residual liquid in cuvette; and sample probe aspiration error. There was no impact to patient management reported.